Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead was unable to obtain acceptable lead parameters during testing through the pacing system analyzer (psa). In addition, multiple locations were attempted and the helix appeared to no retract back into the lead body. The physician found to have a significant amount of tissue wedged in the distal tip of the lead. The lead was never in service and a new lead was implanted. No adverse patient effects were reported. The lead will be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Moreover, the helix was retracted. The lead jumped when the fixation knob was opened due to the release of torque. The lead is still somewhat twisted. A helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead was unable to obtain acceptable lead parameters during testing through the pacing system analyzer (psa). In addition, multiple locations were attempted and the helix appeared to no retract back into the lead body. The physician found to have a significant amount of tissue wedged in the distal tip of the lead. The lead was never in service and a new lead was implanted. No adverse patient effects were reported. The lead will be returned for analysis.